Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer required assistance from paramedics to administer a manual injection to address bg. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.